Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will be inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan alleging the error 1 message appeared on the display of the one touch ultra link meter. The pt said she felt "spacy" sometime before the issue began. The pt denied seeking medical attention. The pt did not take any action regarding diabetes treatment as a result of the product issue. The product was not new. The issue was resolved during troubleshooting. The complaint is being reported despite the fact that the issue was resolved because it is not stated how the issue was resolved, and it is not stated how the issue initially occurred. Therefore there is still a possibility of a product malfunction. The pt's symptoms are not necessarily related to diabetes and began before the product issue.